Event description:
It was reported that the port was inserted in 1999 for chemotherapy. On 10/26/99 a venogram showed that the catheter had separated. The catheter was located extending into the pulmonary artery. The catheter and port were removed surgically. There were no add'l complications.